Event description:
MFR 1824206-2010-11213: alleged malfunction of the bed.

Manufacturer narrative:
The technician found the cross link latch bar broken off the left siderail assembly. The technician replaced the siderail assembly to repair the bed.